Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services he experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic presented with staphylococcus (species unknown) and a white blood cell (wbc) count of 10,629/mm3. The patient was diagnosed with peritonitis due to non-adherence to aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient disconnected himself following a pd treatment without washing hands or wearing a mask. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1750 mg every 5 days for two weeks and a one-time dose of ip ceftazidime at 2000 mg. An additional wbc count taken in the outpatient clinic on (B)(6) 2021 presented with 6366/mm3. The patient is recovering from this event at home. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition was review the user guide p/n 480145 and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis can be attributed to non-adherence to aseptic technique as reported by a medical professional. Non-adherence to aseptic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a source of the patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. Should additional information become available related to any fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services he experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic presented with staphylococcus (species unknown) and a white blood cell (wbc) count of 10,629/mm3. The patient was diagnosed with peritonitis due to non-adherence to aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient disconnected himself following a pd treatment without washing hands or wearing a mask. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1750 mg every 5 days for two weeks and a one-time dose of ip ceftazidime at 2000 mg. An additional wbc count taken in the outpatient clinic on (B)(6) 2021 presented with 6366/mm3. The patient is recovering from this event at home. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.